Event description:
It was reported that the lead exhibited high capture thresholds, fracture and loss of capture. The lead was capped and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.